Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02627. It was reported the pt complained of discomfort at her ipg and lead sites. She reported the pain occurs regardless of whether stimulation is on or off. The physician prescribed her lidocaine patches for the discomfort. The pt also reported ineffective stimulation coverage and requested her system be removed. Fluoroscopy revealed no anomalies with her scs system. It was reported the pt was reprogrammed and she will try the new program settings and f/u with her physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.